Event description:
During performance of a right lower extremity arteriogram, approximately 5 mm of trailblazer 0.018 catheter avulsed and was lodged in the chronic occlusion of the right common iliac artery.